Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with blood glucose values above 300 mg/dl for approximately nine hours, after a recent full supply change to a 23-inch, 6 mm infusion set placed on the backside; the user noted abdominal and rib-area tenderness to touch, removed the infusion set without signs of leakage or a bent cannula, disconnected from the ilet until returning home, and was advised to change all supplies. Symptoms included abdominal pain and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup insulin therapy. Investigation included user interview and product-use assessment. Investigation of this case revealed no device alarms, no visible insertion-site complications reported by the user, and no confirmed device malfunction, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.